Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf. Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, that the patient experienced continuous glucose monitoring (cgm) inaccuracies and a hypoglycemic event. The sensor was inserted at the abdomen on (B)(6) 2017. Patient reported feeling a low and his gcm value was 4.7 mmol/l. Patient's wife noticed that he was affected and checked his blood glucose (bg) meter and the value was 1.3 mmol/l. Patient's wife treated patient with sugar and he was okay again. The distributor reported that the cgm was never under 4.7 mmol/l, and the trend was stable with a flat arrow. At the time of contact, patient is okay. No additional patient or event information was provided. Data was provided for evaluation. The reported cgm inaccuracies was confirmed via data. The root cause could not be determined.